Event description:
It was reported that following a post implant procedure the patient had an infection at the pocket site. Symptoms were drainage and impaired wound healing. The physician did believed it was procedure related. The patients pocket was cleansed and was placed on antibiotics. The patient underwent an incision and drainage procedure and the physician moved the patients ipg down. The patient was doing well postoperatively. Additional information was received that the patient went back in with a small wound opening at the ipg site. The physician cleaned the wound and replaced the ipg. The patient was doing well postoperatively. Explanted ipg was discarded.

Event description:
It was reported that following a post implant procedure the patient had an infection at the pocket site. Symptoms were drainage and impaired wound healing. The physician did believed it was procedure related. The patients pocket was cleansed and was placed on antibiotics. The patient underwent an incision and drainage procedure and the physician moved the patients ipg down. The patient was doing well postoperatively. Additional information was received that the patient went back in with a small wound opening at the ipg site. The physician cleaned the wound and replaced the ipg. The patient was doing well postoperatively. Explanted ipg was discarded.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that following a post implant procedure the patient had an infection at the pocket site. Symptoms were drainage and impaired wound healing. The physician did believed it was procedure related. The patients pocket was cleansed and was placed on antibiotics. The patient underwent an incision and drainage procedure and the physician moved the patients ipg down. The patient was doing well postoperatively.